Event description:
It was reported that a patient underwent a wolff-parkinson-white (wpw) and mid-septal accessory pathway ablation procedure with a navistar thermocool, the patient had 45 minutes of third-degree atrioventricular (av) block. The patient received only one ablation. Ablation duration 7 seconds at 40 watts, high flow 17 ml/min with a maximum temperature of about 37°c. Electrogram signals showed av block in one heartbeat, after that the ablation was stopped. The qrs complex was wider than before ablation and conduction to the ventricle was via accessory pathway. The patient had 45 minutes of third-degree av block. Av conduction returned after a waiting period. Before starting the ablation, the catheter caused a block in the accessory pathway and at the same time there was no visible his bundle signal on the mapping 1-2 or 3-4 channels. The distance to the his catheter was also checked with fluoroscopy. Therefore, it was thought that it was safe to start the ablation. No surgery delay reported due to the event. The patient¿s consequence was temporary av block. No medical intervention noted. There was no problem with the catheter. The physician¿s opinion on the cause of this adverse event was that the ablation was delivered too close to conduction system. The patient fully recovered (no residual effects). The patient did not require extended hospitalization. The energy source used when the adverse event occurred was radiofrequency. The procedural activated clotting time was not measured. No catheter exchanges occurred during the procedure or transseptal punctures. No ablations were performed within/outside the pulmonary veins.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31617042m and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).